Manufacturer narrative:
(B)(6). The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use on the patient, it was reported that the adroit gc 0.072 was flushed and "everything seemed okay." The catheter was used but the curve did not fit well. The guiding catheter intubation at the ostium was not possible. Another gc shape was used to complete the procedure. After exchanging the guiding catheter to another one, the sterile nurse wanted to flush the guiding catheter and store it on the sterile table and found a piece of hard plastic in the tip of the catheter and partially outside of the catheter. The physician made a control angio in order to see if there was anything of the plastic fragment left in the patient. Everything was okay. No plastic piece was injected into the patient and the device was removed intact from the patient. The procedure was successfully completed. There was no patient injury. The catheter and the piece of plastic will be returned for analysis. The device was stored and handled according to the IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The target lesion was the right coronary artery (rca). There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product, or any of the other devices used with it had not been resterilized. The plastic piece did not block the catheter; ¿otherwise they could not have flushed the catheter prior to using it.¿

Manufacturer narrative:
Complaint conclusion: during use on the patient, it was reported that the adroit gc 0.072 was flushed and "everything seemed okay." The catheter was used but the curve did not fit well. The guiding catheter (gc) intubation at the ostium was not possible. Another gc shape was used to complete the procedure. After exchanging the guiding catheter to another one, the sterile nurse wanted to flush the guiding catheter and store it on the sterile table and found a piece of hard plastic in the tip of the catheter and partially outside of the catheter. The physician performed a control angio in order to see if there was anything of the plastic fragment left in the patient. Everything was okay. No plastic piece was injected into the patient and the device was removed intact from the patient. The procedure was successfully completed. There was no patient injury. The device was stored and handled according to the IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The target lesion was the right coronary artery (rca). There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product, or any of the other devices used with it had not been resterilized. The plastic piece did not ¿block¿ the catheter; ¿otherwise they could not have flushed the catheter prior to using it.¿ the device was returned for analysis. One non sterile unit of adroit 6f .072¿ was received coiled in plastic bag; a thorough review was performed to the received catheter and no foreign/loosen materials were noticed per visual analysis. However, kinked conditions were found on catheter body at 49.0cm, at 80.0cm and at 100.4cm from catheter distal end also the catheter shape looks relaxed. However this shape relaxation is expected since the catheter was clinically used on the patient and also the product was received coiled. No other issues were found. The catheter hub was inspected under vision system as the only component made with hard plastic and no evidence of missing parts was found. A lab sample syringe filled with water was attached to the guiding catheter and it was successfully flushed. No loose material/foreign matter was observed during flushing procedure. The catheter shape comparison could not be performed due to a catheter shape relaxation is expected since the catheter was clinically used on the patient and also the product was received coiled. The catheter body od and ID were measured near to kinked and results were found within specification. A review of the manufacturing documentation associated with lot 15972652 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter (body/shaft) - foreign material¿ was not confirmed since no foreign/loosen materials were noticed per visual analysis of the returned device. The complaint reported by the customer as ¿catheter (body/shaft) - cannulation difficulty¿ was not confirmed since the functional analysis was not performed due to product was clinically used in the patient and due to the condition as the unit was received for analysis. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor the analysis suggest a design or manufacturing related issue; therefore, no corrective action will be taken at this time.